Event description:
During preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The report indicates no patient involvement. No additional information was provided by the distributor.